Manufacturer narrative:
D6: explant date: 2023. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7076403, UDI: (B)(4). Product family: scs-linear leads: upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7076176, UDI: (B)(4).

Event description:
It was reported that the patient was experiencing pain. It was also stated that the patients body was rejecting the implantable pulse generator (ipg). The patient underwent an explant procedure and the explanted products will not be returned.